Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 8 pm for a high blood glucose level of 600 mg/dl. The customer stated that they had received a no delivery alarm on their pump but the customer was not able to trouble shoot the issue at the time of the call. The customer insisted on having their insulin pump replaced. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.